Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-15, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (concentration and dose unknown) via an implantable pump for a stroke. It was reported the patient had some electroencephalogram (eeg) finding this morning which indicated possible baclofen toxicity. The caller wanted to know how to troubleshoot the pump and stop the infusion. Troubleshooting actions were reviewed. Additional information was received from a hcp on 2020-may-19 indicated the pump was refilled 5-7 days ago and then the patient overdosed and was in the intensive care unit (ICU). The reporter thought the pump was programmed off so was inquiring if that made a difference with the MRI. The MRI procedure was due to a problem with the patient¿s device or therapy and/or signs and symptoms related to the device or therapy. Compatibility guidelines were requested. It was also reported the patient had also been intubated because the original MRI order was (B)(6) 2020 but could not be done at that time. The reporter would try to contact the patient¿s doctor. The event date was (B)(6) 2020 (month and year valid). No further complications were reported.